Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient¿s urine sample tested for albt2 tina-quant albumin gen.2 (albt2) on a cobas 8000 c 502 module. The initial albt2 result was 318.8 mg/l with a prozone value of 1338. A flag was not generated. This result did not fit the clinical condition of the patient so the customer decided to dilute the sample and repeat it. The result was 2993.3 mg/l with a prozone value of 3087. A flag was not generated. The repeat result was believed to be correct. There was no allegation that an adverse event occurred. The albt2 reagent lot number was 219743 with an expiration date of 11/30/2018. The customer has set the prozone limit is set as between (-)32000 and 1300. A prozone alarm will occur if the prozone value is between these values. The prozone values related to the customer's complaint were both greater than 1300, therefore, there was no alarm. The reaction kinetics provided by the customer appear strange for the result of 318.8 mg/l. The repeat result of 2993.3 was performed in decreased mode and was therefore diluted. It appears that an unknown interference or high dose hook effect was diluted out causing the high prozone value. Product labeling states that when using the prozone check, no false result without a flag was observed up to an albumin concentration of 40,000 mg/l. A specific root cause for the result of 318.8 mg/l was not identified. Additional information was requested for investigation of this result but could not be provided. The analyzer performs as it should in relation the to the prozone limit as set by the customer.